Event description:
It was reported that the pump displayed a malfunction code, malf 16, and was not resettable. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer planned to use multiple daily injections as a backup therapy to ensure insulin delivery was not interrupted and was instructed by technical support to put the pump into storage mode before returning it. A replacement pump was arranged for shipment to the customer, who acknowledged understanding the return instructions.